Event description:
The patient received two skin burns on the knee during an interferential electrotherapy treatment. The clinician applied the treatment with 4 - 1 1/2 square inch electrodes. The electrodes had been used multiple times, on the same patient, but the clinician could not determine the exact number of usages. The clinician could not recall the treatment parameters. However, the intensity is set to patient tolerance. The patient completed the treatment with no noted discomfort. The clinician indicated that the treatment area was prepped with alcohol. The patient's progress towards recovery was not impeded. The clinician changed the patient's treatment waveform for premod and has not encountered any problems. However, the clinician does not believe that the device output is the problem. Patient one of two.

Event description:
The patient received two skin blisters during an interferential electrotherapy treatment for cervical/neck pain. The clinician applied the treatment with 4 - 1 1/2 square inch electrodes. The electrodes had been used multiple times, on the same patient, but the clinician could not determine the exact number of usages. The clinician could not recall the treatment parameters. However, the intensity is set to patient tolerance. The patient completed the treatment with no noted discomfort. The clinician indicated that the treatment area was prepped with alcohol. The patient's progress towards recovery was not impeded. The clinician changed the patient's treatment waveform to premod and has not encountered any problems. The incident occurred on the device channel one. However, the clinician does not believe that the device output is the problem. Patient two of two.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.